Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient was at work and their dexcom was reading 285 mg/dl based on the cgm value, the patient treated himself with insulin to lower his blood glucose. The patient stated they did not have a bg meter with them during this time. The patient became dizzy and lightheaded, so his place of employment was called emergency medical technicians (emt). Emts transported the patient to the emergency room and upon arrival his bg was checked, and it was 195 mg/dl while the cgm was still displaying 285 mg/dl. It was reported that after his bg of 195 mg/dl was checked, it started falling rapidly (no values provided) and was treated with glucose gel. The patient was discharged from the emergency room (ER) the same day. At the time of the report, the patient was in normal condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.